Manufacturer narrative:
Correction: section b date of event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer required manual pulling to open and close and the right side of the drawer hung once it was pulled out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer installed new bumper slides, but they did not resolve the issue, removed all pockets through diagnostics, replaced the bad drawer with a new one, and then discovered the bottom drawer would not open due to a missing divider plate. Since customer had a third drawer available, reinstalled that drawer instead, configured it in the application, reinstalled all pockets through diagnostics, tested the drawer and pockets successfully, and confirmed that customer was able to inventory items without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer required manual pulling to open and close and the right side of the drawer hung once it was pulled out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.